Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed several troubleshooting procedures and determined the tbg, manifold to alk nozzle a (rohs) was leaking into the cuvette. The part was replaced, and the issue resolved. Return testing was not completed as returns were not available. A review of service history for the architect c16000 revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data for the architect c16000 did not identify any trends. A review of tracking and trending for the tbg, manifold to alk nozzle a (rohs) did not identify any trends or systemic issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tbg, manifold to alk nozzle a (rohs) or the architect c16000 processing module, serial number(B)(6) was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module that resulted in a patient being admitted to the ER. Additionally, the customer reported multiple quality controls were out of range with erratic results. The following data was provided by the customer for samples collected between (B)(6) 2020 to (B)(6) 2020 (reference ranges: sodium 137 to 146, potassium 3.5 to 5.0, chloride 102 to 111): sample 2 sodium initial result = 117, repeat = 138. Sample 3: sodium initial result = 115, repeat = 136. Sample 6 sodium initial result = 116, repeat = 140. No additional impact to patient management was reported.